Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 54840006540, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l2-s1. Approximately 2 years post-op it was found that there was a broken screw at s1. It was reported that the patient underwent a revision surgery to remove the hardware. The tips of the screw were not able to be removed from the patient. Bone union was reported to have taken place. No additional patient complications were reported.

Manufacturer narrative:
Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface damage noted on broken off portion of the bone screw fracture surfaces. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the area of origin of initial fracture propagation as noted, as well as increased material disruption at approximately 90% through the cross-sectional area, and shear lips on both sides of the fracture, consistent with overload. Given the visual appearance of the fracture surface along with the length time implanted and the fact fusion had occurred. The failure of the screws appears to be the result of wear.